Manufacturer narrative:
(B)(4). Correction: the lot was manufactured from 06/10/2013 to 06/12/2013. Evaluation summary: visual inspection of the device noted that the sterility cap (or fillport cap) was missing. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the cause of the problem could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a singleday infusor was missing the safety/sterility cap. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.